Manufacturer narrative:
The insulin pump passed displacement test and self test. The insulin pump was monitored for 24hrs and no display anomaly noted during testing. The insulin pump was received with intermittent buttons response due to corroded keypad traces. The insulin pump had cracked display window corner, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had full black screen. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that the insulin was exposed to extreme temperatures. The customer stated that they were unable to perform self test due to unresponsive keypad. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.